Event description:
The customer reported that between the hours of 10:00 pm and 11:00 pm on (B)(6) 2017, the patient had a pneumothorax rupture which was not detected until the morning of (B)(6) 2017 (unknown time), after the patient had coded and had died.